Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an alarm sounded when replacing the cassette and there was no display on the screen. The fault occurred during infusion. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. As a preventative measure, the downstream occlusion sensor was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.